Event description:
I have been having serious joint pain and headaches. Have had to have numerous mammograms due to breast pain. Have become very depressed and put on medication for that. I have my period for 1 day and pass clots the size of golf balls. My cramps are debilitating and sometimes its hard for me to move. Have sharp pains in my right side and no energy at all.